Event description:
It was reported that the threads of the final abutment screw on site # 29 was unable to be removed, therefore the implant was also removed and replaced.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). A4: weight unknown / not provided. D1: brand name unknown / not provided. D4: catalog and lot number unknown / not provided. D10: concomitant device: dental implant, tsvwb10, impl tapered scr-v sbm 4. 7mm 4.5mm 10mm, lot#1253022, UDI# (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported damaged threads of the final abutment screw, unable to remove the screw therefore the implant was removed and replace. Symptoms as a result of the event: none reported. Surgical/medical intervention required for permanent damage: additional appointment required: was the procedure completed using another implant or another device? Yes. Tooth site # 29.

Manufacturer narrative:
Zimvie received one (1) unknown zimmer screw for evaluation. Visual evaluation was performed, damaged screw identified inside implant. This complaint refers to the specific device unknown zimmer screw. DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the [reported product] is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-002p3, the most likely root cause determined from the investigation were excessive torque on abutment/implant assembly. Therefore, based on the available information, a device malfunction did occur. Damaged screw identified inside implant.. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report d9: device availability g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "no" to "yes" h6: entered evaluation codes h10: added manufacturer narrative